Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the mechanical engineer (me) on the v60 indicating while servicing the device, it was observed that the behavior of the navigation-ring was poor. It was reported there was no patient involvement at the time the issue was discovered. The authorized service provider (asp) evaluated the device, and the reported issue was not duplicated, no problem found. The front bezel/ power switch overlay installed as a preventative measure. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
This investigation pertains to a front bezel assembly returned to the product investigation lab (pil) with a reported issue that the navigation ring was performing poorly. Evaluation by the pil technician confirmed that the navigation ring, located on the top right portion of the front bezel, operated as intended. When connected to the system test bench (stb) during both diagnostic and operational modes, the navigation ring demonstrated consistent and linear response, with appropriate increase and decrease of numerical setting values. No abnormal behavior or functional degradation was observed during testing. The navigation ring met all functional specifications. Root cause: no problem found.